Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device to analyze, the cause of the reported difficult to open or close (gripper actuation - single) could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a gripper actuation issue. It was reported during preparation while actuating both grippers, one of the grippers would not move. Therefore, the clip delivery system (cds) was not used and replaced. There was no clinically significant delay in the procedure. No additional information was provided.